Event description:
The pt had bilateral, prophylactic mastectomy followed by single-stage bilateral breast reconstruction with breast implants and biologic mesh. Post-operatively, the pt had bilateral redness and swelling. Thirty (30) ml of fluid were aspirated from the left breast on two occasions. At three weeks post-operative, local necrosis of the skin edges was observed on the right breast. The pt had no pain or fever. Cultures and c-reactive protein were negative. At four weeks post-operative, surgical re-exploration revealed "partially necrosed and distorted adm (acellular dermal matrix) especially on the right side," with some areas of integration bilaterally. The breast implants had no abnormalities. Serous fluid was drained but no pus was observed. The mesh and implants were removed, resulting in instant relief of the skin redness.

Manufacturer narrative:
Method: the devices were discarded. No intraoperative photographs are available for review. Clinical info was provided by the initial reporter, but outcome info is not yet available. Multiple attempts have been made to obtain outcome info. If outcome info is provided, it will be submitted in a f/u report. As of the date of this report, the complaint investigation report is pending. Once available, it will be submitted in a f/u report.